Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 468 mg/dl with moderate ketones. Reportedly, the customer had not addressed their blood glucose level at the time of the report. However, the customer stated they would drink water to flush out ketones.